Event description:
The pump powered off without sounding an audible alarm tone. The pump was programmed in the continuous mode to deliver 13.5mg of zosyn for a duration of 24 hours. Reportedly, the pump was "infusing normally" when placed in a fanny pack and the homecare patient left the clinic. The customer contact indicated that batteries in the pump were "new." Later that day, the patient contacted the nurse to report the "bag is still heavy, and full." After opening the fanny pack, the patient reportedly found the pump powered off. No audible alarm was noted. The nurse instructed the patient to power the pump on and to conitunue the delivery. The next morning, the patient returned to the clinic for a routine bag change. At this time it was noted that the pump was again powere off and the display was blank. The patient again did not report an audible alarm. The volume remaining in the bag was unspecified. The pump was removed from clinical service and the therapy was resumed using a replacement pump. There were no reported adverse patient effects.